Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated but the reported event could not be confirmed. Visual evaluation of the returned product found unknown debris on the outside of the sterile pouch. The debris was able to be wiped away. As the packaging was previously opened, the source of the debris cannot be confirmed. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for the reported product. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the surgeon noted a black speck in the sterile packaging of the implant. The procedure was completed using a different implant. No adverse events have been reported as a result of the malfunction.